Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no unexpected no delivery alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed no delivery and ran out of insulin through the tubing, but when the customer disconnected no insulin came out. The blood glucose reading was 130 mg/dl. The caller stated that the infusion set was changed, but the alarms continued. Advised to check the rubber septum to verify if it is not rotating and found that it was loose. Then the customer mentioned that he gotten in a coma. Advised the customer that the insulin pump would be replaced and revert to back up plan.